Event description:
Per the clinic, the patient experienced a performance decrement and a partial extrusion of the electrode lead into the external auditory canal was observed via an otoscope on (B)(6) 2025. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.